Event description:
It was reported that upon interrogation the pulse generator exhibited a diagnostics data lost message. The patient was brought into clinic but reprogramming was unsuccessful. The patient is undergoing radiation treatment and was advised on hot to minimize radiation exposure. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.